Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced several low blood glucose. The customer stated that they had low blood glucose of 20 mg/dl, 26 mg/dl, 30 mg/dl and 32 mg/dl. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.